Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to oversensing of widened qrs complexes. One shock accelerated the patient's rhythm form 140 beats-per-minute into ventricular tachycardia (vt). The patient was converted with an appropriate shock by the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported.